Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified a fractured bearing. The bearing is fractured into two pieces and additionally there is a piece of bearing material nearly detached from the bearing. Nothing further can be gained from the photographs. A review of the device manufacturing records confirmed no abnormalities or deviations. One radiograph was provided and reviewed however was not sent to a radiologist because photos of the fractured bearing available within complaint. Furthermore, the radiograph appears undated and is a mobile telephone screen capture. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision surgery on the left knee due to bearing fracture ten years post implantation. Attempts have been made and no further information has been provided.